Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to hot and humid weather. Customer's blood glucose was 104 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.